Manufacturer narrative:
Four assorted trunatomy files 16 and 25mm have been returned. The instruments have been analyzed. The trunatomy o. M., glider and prime files have no damage (no fault found). The trunatomy prime file is untwisted in the active part (torque). No material defect was found during analysis of the damaged area. No unused trunatomy prime file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a trunatomy file from an assortment broke during use. The outcome of the event is unknown as of this MDR evaluation.